Event description:
It was reported that a patient with an artificial urinary sphincter (aus) who previously had the cuff and pump removed, underwent replacement surgery. Upon replacement, an infection was noted where the previous balloon was currently implanted. As a result, the procedure was aborted. A new procedure is scheduled for replacement surgery within the next few months. No further patient complications were reported.